Manufacturer narrative:
This event no longer includes pump serial number (B)(4) (which was included on MFR report # 3004209178-2017-17843). Updated for implantable pump serial number (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis on september 05, 2017.

Manufacturer narrative:
Analysis of the pump on (B)(4) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due the shaft-bearing. As per the pump¿s logs, lioresal with concentration 2,000.0 mcg/ml was being administered via a simple continuous dose rate of 674.9 mcg/day as of (B)(6) 2017. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose 675 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the pump was having repeated motor stalls and was completely explanted and replaced on (B)(6) 2017 as surgical intervention taken to resolved the issue. It was related that the manufacturer's representative arrived at the hospital at the request of the operating room staff to attend a pump replacement and upon their arrival they were informed that the pump was being replaced early (elective replacement indicator at 22 months) due to repeated motor stalls. The date of the event was 2017. It was indicated that the pump would be returned by the manufacturer's representative. There were no known environmental/external/patient factors that may have led or contributed to the issue. There was no known diagnostics/troubleshooting performed. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated.